Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported that the colonovideoscope was giving error b30(scope communication error) when it was connected. The issue occurred during inspection for use and there were no reports of patient harm.